Manufacturer narrative:
Results: the returned 3maxc was fractured at approximately 31.0 cm from the hub. Yield marks were visible on both sides of the fracture location. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. Yield marks near the fractured site indicate further evidence of the reported folding of the catheter prior to fracture. Based on these marks and the report of catheter folding, it is likely the 3maxc fractured as a result of becoming kinked. If the 3maxc is advanced against resistance at extreme angles, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician reported that the 3maxc folded over on itself then fractured while advancing it through the rotating hemostasis valve (rhv) into a penumbra system ace 68 reperfusion catheter (ace68) on the back table. It was reported that the 3maxc fractured approximately 20 cm from the hub. The 3maxc was therefore removed and was not used in the procedure. The procedure was completed using a new 3maxc and the same ace68.